Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the implanting clinician used improper surgical technique which fractured the neurostimulator during the procedure. The stimulator is used to treat pain. The cause of the fractured neurostimulator is due to incorrect surgical technique as the neurostimulator was fractured during the procedure (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The implanting clinician inadvertently clipped the neurostimulator instead of the suture during a trial lead pull. A portion of the neurostimulator remains implanted in the body and will be removed during the permanent implant procedure (date has not been scheduled). Antibiotics were prescribed as a preventative measure, the patient is doing well, and they are not experiencing pain or signs of infection.